Event description:
Additional information was received that the patient underwent generator replacement due to battery depletion and the explanted generator was returned to the manufacturer. Analysis is underway but has not been completed.

Event description:
It was reported that the vns patient recently experienced an increase in seizures. The patient was referred for surgery but no known surgical interventions have occurred to date. A battery life calculation using the available programming history showed approximately 3.4 years until near end of service on (B)(6) 2014. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis of the explanted generator was completed and no anomalies were found. The generator was not at end of service. The generator was found to be performing according to functional specifications.